Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure, the shaft of a 3.25 x 12 mm nc trek rx balloon dilatation catheter (bdc) separated. The separation occurred at a point inside of an unspecified guide catheter, therefore the proximal part of the bdc was simply removed with the guide catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.